Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable would not charge the pump reportedly, the customer was able to charge the pump with a different cable. Customer's blood glucose was 143 mg/dl. Tandem technical support sent the customer a replacement cable.